Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had itchiness under the ECG electrodes and therapy electrodes. The patient consulted his physician who prescribed an anti-itch pill. Follow-up indicated that the pill was helping the irritation.